Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after administering an IV push to a patient, the pump segment broke below the upper fitment. There was no report of patient harm.

Manufacturer narrative:
Gtin number for item: 2420-0007, lot: 17013033 is (B)(4).. The customer¿s report of a broken pump segment was confirmed. Visual inspection observed that the silicone segment tubing was torn and clinging directly at the engagement to the upper fitment. No functional testing was performed as the damage was obvious. The root cause was not identified.